Event description:
It was reported that the patient had a power on reset (por) condition around easter resulting in telemetry issues. Around the same time, the patient was unable to turn stimulation on and had a fall. The reason for the por was unknown and the patient's battery was near overdischarge. Use of the antenna locator resulted in a por condition displayed on the patient programmer, which led to a normal recharging screen. The patient received 8 bars of coupling and was to recharge the device so that the por could be cleared. The patient had not received adequate stimulation, so impedances were to be checked and the programming optimized. The patient also had a fall around this time but they were unable to connect the two events.

Event description:
Additional information received from the hcp reported that the cause of the event was unknown. The patient was having a difficult time getting the system to work. It was reported that the patient spent 30 minutes working with a manufacturer representative on (B)(4) 2012, and got it to work. There was no hospitalization, no injury, a non-serious illness / injury, and the patient recovered without sequela.

Manufacturer narrative:
Lead model 3888-33, lot# v096187, implanted: 2008 (B)(6), lead model 3888-33, lot# v020235, implanted: 2008 (B)(6), lead model 3778-60, serial# (B)(4), implanted: 2008 (B)(6), recharger model 37752, serial# (B)(4), programmer model 37743, serial# (B)(4). (B)(4).